Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery an ophthalmic operating console exhibited vacuum or fluid surge and patient experienced capsule rupture during sculpt mode. On the day one of post operation patient had a corneal edema with vision 20/60 and given with pressure drops. Procedure was completed on the same day with the same console. Additional information has been requested. Additional information received clarifying the corneal edema has been improved using pressure drops on day 7 and now the vision is 20/30.

Manufacturer narrative:
A system manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The system was evaluated under the same service record, and found to meet specifications. The company service representative, examined the system. And was unable to confirm or replicate the reported event. As a preventative measure, the fluidics module and the fluidics controller printed circuit board (pcb) were replaced. The system was then tested and met all product specifications. The root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).